Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that the pt had come into the operating room for vns battery replacement with their vns stimulation disabled due to an unk reason. Upon review of the pt's vns programming history, it was found that a faulted diagnostics test had occurred at the previous office visit that resulted in the pt's normal output current to be disabled. The surgery was canceled as it was decided that replacement was not needed at that time. The pt's settings were corrected at the pt's next visit with the neurologist. No adverse events were reported as a result of the unintended change in settings.